Event description:
It was reported that the patient came in to the emergency room due to a lead integrity alert (lia) from their device. T-wave oversensing (twos) was observed on the right ventricular (rv) lead. The device sensing configuration was reprogrammed and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator 2011 (B)(6); 4470-52 competitor implantable pacing lead 2001 (B)(6). (B)(4).